Event description:
A blood leak was noted during the procedure.

Manufacturer narrative:
One, duodecapolar, afocusii diagnostic catheter was received for evaluation. The catheter shaft was twisted and torn exposing the spring body, consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage and subsequent leak is consistent with damage during use.